Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller failed a self-test post implant and a "system controller fault" was observed. The device was disconnected and reconnected from a/c power, and self-test was performed. The system controller passed twice and then failed by not completing the audible and visual sequence. Patient was then transitioned to back-up system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was stable and inpatient as of (B)(6) 2025. Log files were not downloaded and were not available.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of a controller fault alarm and the system controller not passing a self-test post implant was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was connected to a mock circulatory loop. The controller was intermittently unable to pass a self-test as a yellow wrench alarm would rapidly activate and resolve along with other light emitting diodes (leds) on the user interface (ui) membrane flickering. No alarm was displayed on the controller. Log files were downloaded and revealed the yellow wrench alarms were due to intermittent vcc and a2d faults, and abnormal resets. During this event, the system monitor would briefly display an erroneous backup battery expiring message. Throughout testing, communication between the controller and system monitor was intermittent. Intermittently, a controller internal fault alarm was observed, and when the driveline was connected, the audio speakers would produce a constant white noise. The white noise resolved when the driveline was disconnected. The controller was opened, and the issue was traced to the main printed circuit board (pcb). The controller otherwise passed functional testing. A manufacturing analysis task was initiated to further investigate the observed issues. The issues were traced to atypical solder joints on one of the integrated circuit (ic) chips on the main pcb. A quality alert was issued to the supplier to increase awareness of this issue. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller internal fault alarms. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.